Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited possible loss of capture (loc) on the presenting electrogram (egm). Technical services (ts) recommended bringing this patient in to evaluate, in which the health care professional (hcp) agreed. This lv lead remains in service. No adverse patient effects were reported.